Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while screwing in a 9mm 1.5 cortex screw from synthes variable angle locking hand system the screw head broke off. There was a 3-5 minutes surgical delay. Procedure was successfully completed. Patient outcome is unknown. This report is for one (1) 1.5mm ti cortex screw. This is report 1 of 1 for complaint (B)(4).